Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed non sustained right ventricular oversensing due to post paced t-wave oversensing. No changes or intervention was performed; the patient would continue to be monitored. The patient condition was stable.

Manufacturer narrative:
Correction - b5 - right ventricular lead not noted in original b5.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed non sustained right ventricular oversensing due to post paced t-wave oversensing on the right ventricular lead. No changes or intervention was performed; the patient would continue to be monitored. The patient condition was stable. New information received indicates that the patient presented in clinic for routine follow up. Device interrogation revealed noise oversensing on the right ventricular lead. Programming changes were performed to resolve the issue. The patient condition was stable